Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increased impedance and threshold was observed on the right atrial lead. The issue will be resolved by replacing the lead during an elective device replacement procedure. The patient was stable and experienced no adverse health consequences.